Manufacturer narrative:
Device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -8.5 diopter, was implanted into the patient's right eye (od) on (B)(6) 2023. On 07-dec-2023, the lens was removed due to low vault with no rotation and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: off-label - acd<3.0. (B)(4).